Event description:
A physician reported a patient who received a treatment on 11/4/97 in the glabella and nasolabial folds. On 11/5/96 the patient developed tenderness and a purple discoloration at the glabellar treatment site. On 11/6/96, the patient reported a dark red bruised area at the glabella. On 11/9/96, the patient allegedly developed burning pain, and "little open holes" which progressed to crusts at the glabella. The physician prescribed bacitracin topical ointment, and advised the patient to see a dermatologist with whom contact was refused. On 11/27/96, the patient reported the patient had been seen with erythema and a slight depression with epithelization at the glabella. In approximately 5/1997 the color at the glabella was improved and scarring was present. On approximately 11/3/97, she was last seen with a permanent depressed scar at the glabella. The physician had no plans for medical or surgical intervention.